Manufacturer narrative:
Device was used for treatment, not diagnosis. Device was used in a veterinary procedure. Device was used as a veterinary product. Device is marketed for human use. Health professional is veterinary personnel. Device is an instrument and is not implanted/explanted. Subject device has been received and is currently in the evaluation process. Investigation is on going; no conclusion could be drawn. The manufacturing documents were reviewed and no complaint related issues were found.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: during a veterinary surgery, it was reported the device (small battery drive 532.001) was blocking suddenly. Reportedly the blocking happens with the attachment of the ao/asif quick coupling (05.001.250) and especially with the oscillating saw attachment 532.021. No further information was provided. This is 1 of 3 reports for the same event.

Manufacturer narrative:
Additional narrative: device is used for treatment, not diagnosis. Our investigation has shown that the colibri does not function anymore. This fault was caused by a damaged electronic component in the housing. After this component was changed the device was functional as required again. Based on the received information we are not able to determine the occurrence. The manufacturing documents were reviewed and no complaint related issues were found.